Event description:
Facility reported small battery drive lost power during surgery, tried different batteries and device still did not work. Spare device was available. No delay in surgery. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.(B)(4)

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the reporter's complaint that the unit had no power was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time.